Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "free silicone", "fluid build-up"

Event description:
Healthcare professional reported left side "rupture." It was later reported "free silicone" and "fluid build-up." The device has been explanted.

Event description:
Healthcare professional reported left side "rupture." It was later reported "free silicone" and "fluid build-up." The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late-breast: unable to observe since it is not related to the device. Gel bleed-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.